Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5, d.4, h.6 and h.11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not showing accurate records because the data sync was not running. A technical support specialist remotely restarted the device and asked the customer for examples to troubleshoot. The customer did not respond to multiple attempts to reach out, so the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, the medications retrieved appeared as overdue at the station. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the data synchronization process was not operational. A technical support specialist subsequently restarted the service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medtation es, the medications retrieved appeared as overdue at the station. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.